Event description:
For the last 15 days (beginning april) the recipient_s responses to sound deteriorated. Furthermore, the recipient had mumps infection with mild fever, which he recovered on oral medication 15 days ago. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
For the last 15 days (beginning april) the recipient's responses to sound deteriorated. Furthermore, the recipient had mumps infection with mild fever, which he recovered on oral medication 15 days ago. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
For the last 15 days (beginning april) the recipient_s responses to sound deteriorated. The therapist and mother reported that the child was only responding to very loud sounds. The user has been re-implanted.